Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3889, lot# va1egnm, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that there was lead insertion difficulty during implant procedure. Rep stated that when the physician went to do the stage 2 implant, the physician reported that the blue end on the lead by the blue markings looked scalloped and the shape as not perfectly round. Rep stated that the contacts looked fine however it was the polymer insulation that looked scalloped. Physician had a difficult time inserting the lead into the ins but that after several attempts, the lead was able to be inserted and all impedances and therapy were good. No symptoms or further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.